Event description:
The customer contact reported concurrent flow. The primary tubing set was being used to deliver 500 ml of normal saline, at an unspecified rate, via a symbiq pump. At an unspecified time, the male adapter of a secondary tubing set was connected to the proximal clave y-site on the primary tubing set for a piggyback delivery of 500 ml of primaxin. The primary solution container was hung lower than the secondary solution container. After an unspecified length of time, the nurse noted the primary tubing set and the secondary tubing set were delivering concurrently. At this time, the customer contact reported that the volume to be infused (vtbi) of the piggyback delivery was increased twice until the piggyback delivery was complete. Reportedly, the patient received more solution than intended. No specific details were provided. The tubing sets and the pump were removed from clinical use. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.